Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 341.9 mcg/day via an implanted pump for an unknown indication. It was reported cerebrospinal fluid (csf) was leaking at the back-incision site. The mother reported the patient was unable to express symptoms. The mother noticed the leak and no other symptoms. It was noted there were no falls or injury or other environmental factors that were known that may have led or contributed to the issue. Surgery was performed to remove the pump and catheter on (B)(6) 2018 and cultures were taken. The return status of the pump was ¿no return- customer discarded¿ however, the catheter would be returned. The products would be replaced in the future. The surgeon and managing physician agreed that the pump and catheter should be explanted and cultures obtained for possible infection due to the incision site opening post-operatively, greater than four weeks. The event occurred post-operatively on (B)(6) 2018. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight at the time of the event was (B)(6) kilograms and the patient¿s medical history included cerebral palsy. Other medications the patient was taking at the time of the event were unable to be obtained. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the catheter had not been returned. It was noted it would be returned once the hospital has completed their own internal evaluation and released the device to the rep. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the culture was negative and there was no infection. No other symptoms were reported other than what was reported previously. It was noted the cerebrospinal fluid leak (csf) and incision site opening had been resolved. No further complications were reported/anticipated or expected.